Event description:
According to the reporter, while entering an instrument during a laparoscopic sleeve gastrectomy, the seal got disengaged. There was also an air leaked from the seal and the valve fell into patient's cavity. The surgeon was able to retrieved the component by using a clinch. Another product was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the images depict the trocar and cannula with the disengaged circular seal next to them. It was reported that a component disengaged from the device into the surgical cavity and the device was leaking air. The seal disengaged from the port. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.